Event description:
Reporter alleged blood glucose measured 24, 300, & 26 mg/dl when all tests were performed within 5 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.